Event description:
The dental implant fx4514swc was removed on (B)(6) 2017 6 months and 1 day after implantation due to failure to osseointegrate. The doctor indicated that local infection may have caused the implant removal. The patient has no significant medical history and has been recovered without complications.